Event description:
It was reported that the programmer was generating an "overheating" warning. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer generated an overheating message, the programmer was left on for at least 24 hours with no issues found. Analysis did note that the handle was cracked but no other anomalies were found. (B)(4).